Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information, as the final submission. Investigation is complete. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) eight times as documented in the repair reports in livelink. The last repair was november 14, 2018 where it was reported that the device produced an incomplete mesh and the roller and roller gear were replaced. This is a related issue. On may 16, 2019, it was reported that the device had a broken handle. Per follow up, the mesher gave an incomplete mesh on previously recovered cadaveric donor skin. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) for evaluation. Product review of the skin graft mesher on may 23, 2019 revealed that the ratchet was apart and the set screw was missing. The side plates, carrier guide, roller, and roller gear were all damaged. The pre-tests could not be performed due to the damaged parts. The 1.5:1 ratio cutter, serial number (B)(4), and 2:1 ratio cutter, serial number (B)(4) both produced an incomplete mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on may 23, 2019 which included replacement of the bearings, side plates, ratchet set screw, belleville washers, shoulder bolts, roller gear, carrier guide, and roller. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Notification number 300171912 dated 5/17/2019. While the returned product investigation confirmed that the skin graft mesher had a damaged ratchet, it cannot be determined from the information provided what actually caused the ratchet to become damaged. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The root cause of the reported incomplete mesh cannot be determined with the information because the device was returned in a way that pre-tests could not be performed to verify the reported event. The device was noted to be functioning as intended after the bearings, side plates, ratchet set screw, belleville washers, shoulder bolts, roller gear, carrier guide, and roller were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the device had a broken handle. Mesher gave an incomplete mesh on previously recovered cadaveric donor skin. No adverse events were reported as a result of this malfunction.